Event description:
The hospital reported that during procedure, a faulty vasoview hemopro 2 jaws upon opening. Procedure completed. New device deployed. No delay. No patient harm. Photos provided by hospital.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise - (B)(4). Updated sections - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 06/03/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be intact. The clear silicone insulation on the hot jaw was observed to be peeled. No other visual defects were observed in the photograph. An investigation was conducted on 06/10/2025. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the cold jaw was observed to be intact. The clear silicone insulation on the hot jaw was observed to be peeled. No additional testing was conducted due to the condition of the heater wire. Based on the photographic evaluation as well as the condition of the device as well the evaluation results, the reported failures "peeled; delaminated; jaw" and "material twisted/ bent wire" were confirmed. The lot # 3000432822 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.